Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 546 mg/dl and a correction bolus was delivered to correct high bg. Reportedly, customer changed the pump supplies and resumed insulin delivery to address the issue.